Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed on the returned device, and noted brown particles on the port septum and port housing. The port base was discolored, and brownish in color. An air leak test was performed, and found leakage at the port tubing/ss connector junction. A fill test was performed, and found blockage of the port. A microscopic analysis was then performed, and noted a crack in the tubing, at the ss connector junction.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. The reporter indicated the device would be returned, to date, apollo has not received the device. Based on the serial number provided, it is assumed the connecter type associated with this event is a taper ii. If returned, visual examination may confirm or determine another connecter type associated with this event. Device labeling addresses the reported event of port tubing break and leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Failure to use the tubing end plug during placement of the band may result in damage to the band tubing during band placement. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "port tubing fracture." The port was removed and replaced.